Event description:
It was reported that during a cardiac ablation procedure, resistance was felt when attempting to cannulate the right superior pulmonary vein with a guidewire. The catheter array was deployed without issue, but resistance persisted when the wire was pulled back and re-extended. Fluoroscopy indicated the wire or array may be caught on tissue due to lack of catheter movement. The catheter was replaced due to unresolved resistance, but additional effort was required to pull the wire back into the catheter shaft. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter with lot 0012657605 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle segments. During visual inspection of the array segment, the spiral array pebax tube was observed to be kinked. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. A test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, residue was observed stuck on the guidewire in the guidewire lumen. In conclusion, the catheter did not pass the returned product inspection due to a kinked pebax tube and residue stuck on the guidewire in the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.